Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low creatinine (ecre_2) test result was obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse stated that mix testing was reviewed and a mixing adjustment made for better performance, however mix testing was within specifications prior to adjustments. The cause of the discordant, falsely low creatinine (ecre_2) test result is unknown. The instrument is performing within specification. No further evaluation of this device is needed.

Event description:
A discordant, falsely low creatinine (ecre_2) test result was obtained on an atellica ch 930 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat result was considered correct and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low test results for creatinine.